Event description:
Additional information received identified that the procedure was aborted because patient could not tolerate anesthesia.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s drg trial on (B)(6) 2020 was aborted. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.